Manufacturer narrative:
Product analysis: analysis could not confirm customer comment that the external pulse generator (epg) did not have any power. It was further noted that the hanger assembly and the upper case were broken. Additionally, contamination was found on the main printed circuit board, keypad flex, encoder assembly, two knobs, lower case, display, display frame, and insulator label. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not have any power. The device has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.